Event description:
It was reported that cervical screws backed out approximately 3 months post op. The revision surgery was performed to replace the devices.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. X-ray which shows the screw backed out was reviewed. The lower screw backed out was confirmed. But it is insufficient evidence to perform proper evaluation. Unable to determine the cause of the event.